Event description:
Caller reported an issue with touchscreen responsiveness. There was no adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.